Event description:
Aunt of female, reported infusion device beeping and displaying "77" on display screen. She indicated that the power pack had been in use for more than 2 weeks. Aunt stated that patient was aware of the power pack recall, but did not replace the power packs as recommended. Company representative advised on the importance of changing the power packs every two weeks. Aunt indicated that patient did not currently have any power packs available, but would retrieve one from home and change the power pack. Aunt reported that patient was currently in the hospital as a result of pneumonia. She did not report any physiological effects associated with this tissue. The patient did not report assistance by a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
H:6 codes: no product will be returned for evaluation.